Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. No cosmetic damage noted.

Event description:
The customer reported via phone call that her blood glucose level went from 102 mg/dl to 400 mg/dl in a short period of time. The insulin pump was broken. She was waiting for her replacement insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.